Event description:
The customer contacted physio-control to report that their device is delivering an abnormal level of energy, 240 joules instead of 10 joules. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned for evaluation

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is delivering an abnormal level of energy, 240 joules instead of 10 joules. In this state, the device may not be able to deliver the correct level of defibrillation energy to a patient if needed. There was no patient use associated with the reported event.